Event description:
The resident was being transferred from a bed to a chair when the chains allegedly slipped off the hook on the lift, causing the resident to land on their head. Serious injury is alleged.